Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062918. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Bezoar is a known complication of a peg- j tube placement. H6 code of e2402 was chosen to capture the event of bezoar. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an (B)(6) 2024, a patient in greece underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2025, it was reported that a gastroscopy was performed by the gastroenterologist and a bezoar was found in the stomach, around the intestinal tube, which was removed and which was probably obstructing the mobilization of the peg tube. No tube replacement was performed. The patient was discharged; there was no hospitalization.